Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was unknown. The customer stated they were able to resolve the no delivery alarm. Customer stated the alarm occurred during a manual prime. Customer will be returning their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.